Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient develop an infection and was admitted to the hospital from an outside facility due to infection. Records from the outside facility were request. The device was explanted. It was later noted that no further information regarding the type of infection was provided. The patient condition is stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).